Event description:
At the end of the hemodialysis session and around 10 minutes after de-connection, the patient experienced and allergic reaction with sudden dry cough and dyspnea and burning sensation at cervical level. No wheeze at respiratory level was noticed, cutaneous blushing without rash. Patient received 40mg of metilprednisolona with an immediate resolution of the set of symptoms. Hospitalization was not required and the patient went home asymptomatic. The physician at the facility reviewed the case-history and confirmed that no changes have been done in the following: medical treatment at the end of the hemodiaylsis session, water plant supplier, sodium heparin as anticoauglant, monitors and hemodialysis lines (hispadial). The physician stopped the use of the patient's dialyzer during 7 or 10 days in order to follow up this patient and the rest of patients in the same unit. For this case it seems that the nature of the allergic symptoms was not severe (no early signs of high respiratory tract oedema, no bronchospasm) although treatment was given we have no element that leads us to think it could have led to a life-threatning situation. Causality with the device is uncertain as the symptoms occurred 10 minutes after de-connection.